Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the cone of the set return male luer lock was broken. This component is provided preassembled by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a prismaflex m100 set was observed to be broken and allowed leakage during priming. There was no patient involvement. No additional information is available.